Event description:
The customer reported an intermittent x-ray disabled error message. This error message will result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.